Manufacturer narrative:
The reported event, missing blue ring, was confirmed. Due to the age of the device,it is possible that cleaning may have contributed to the failure or the device may have been subjected to a direct hit.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the blue ring is missing from the attachment. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.